Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed no issue identified that required full analysis. The device met the expected longevity. (B)(4).

Event description:
It was reported that the patient developed endocarditis. It was noted that the patient had been lost to follow-up and the device was at elective replacement indicator (eri). The implantable cardiac defibrillator (ICD) and ventricular lead were explanted. No further patient complications have been reported as a result of this event.